Event description:
It was reported that during a therapeutic colonoscopy under sedation, the subject device got stuck on a polyp and emergency maneuvers did not work. The device failed to deploy the loop and the device would not cut. The user eventually ended up cutting the loop. The procedure was completed with a delay of an unknown duration. There were no reports of patient harm.